Event description:
It was reported that the pump makes the acu watchdog error when starting every time. The event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which verified the reported issue had occurred. The issue was traced to the device circuit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board was replaced, and the device passed all testing.